Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the external pulse generator (epg) had a missing control knob and the area in which the control knob inserts was loose in the unit. The device failed an incoming functional test. The upper case was broken, the encoder was pushed inside of device. The hanger assembly was broken. Encoder assembly was contaminated. One knob was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing control knob for adjusting ventricular channel outputs and the area in which the control knob inserts was loose in the unit. There was no patient involvement. The external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.